Manufacturer narrative:
(B)(4). Date sent: 11/05/2025. D4: batch #151d25. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (a) was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of difficult to open, manual override would not work, noise issue could not be confirmed as the device opened and closed without any difficulties noted. The manual override was totally functional and no abnormal noises were noted during functional testing. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d25, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. D4: batch # unk. B3: exact event date unk, entered 1/1/2025 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 2 devices were used on the patient and the third was opened during the procedure but the surgeon did not want use it because of occurred issues. On the 2 used devices, the manual security was used (so the devices are unusable). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, in the intervention, the clamps got stuck at the third loader. The surgeon wanted to staple the artery but when he triggered the clamp and pressed the trigger, the clamp emitted a strange sound and stopped. They tried to reopen the clamp using the manual control it did not work. They used the reverse button and they finally managed to open the clamp. It had neither cut nor stapled. Fortunately, there was no consequence for the patient but a huge stress for the surgeon and a huge waste of time during the intervention.

Manufacturer narrative:
(B)(4). Date sent: 11/05/2025. Corrected data: h7 (remedial action initiated type), h9.